Manufacturer narrative:
Concomitant medical products: 5076-45 non-defib lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, no capture and high and undefined impedance.  It was noted that the physician attempted to remove the lead using a locking stylet and laser. The internal pacing coils were removed but the main body of the lead remained in the patient. Therefore, the lead end was capped and replaced. No patient complications have been reported as a result of this event.